Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the transray plus 35cc intra-aortic balloon (iab) turned out to be defective. The original sheath was poorly cut, the tip of the sheath frayed, and insertion of the sheath was impossible, forcing the iabp procedure to be discontinued. No patient injury was reported.